Event description:
It was reported that interrogation of the pulse generator post implant noted that the patient's right atrial lead exhibited under-sensing. Chest x-ray performed confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was stable throughout the procedure.